Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly including the motor, bearings, and gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the patient care area. It was also reported there was no patient involvement.